Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2025-147913, which captured the correct suspect device per investigation report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.